Event description:
A falsely elevated hcg result of 10000 miu/ml was obtained on a patient sample. The result was reported to the physician. The original sample was repeated and a result of 1300 miu/ml was obtained. The patient was taken to surgery for a suspected ectopic pregnancy as a result of the falsely elevated hcg result. Analysis of the instrument and instrument data indicate that the cause of the falsely elevated hcg was sample integrity.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated hcg result was sample integrity. The IFU for dimension hcg flex reagent cartridge contains the following information: "specimens should be free of particulate matter to prevent appearance of fibrin in serum samples, complete clot formation should take place before centrifugation." The instrument is performing within specifications.